Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. Insufficient amount of ovd (ophthalmic viscosurgical device) observed in the device - no ovd observed past the lens. The plunger has been advanced at the wound guard and is advanced over the iol. The iol is advanced into the nozzle entry and is damaged. Plunger override was observed. The root cause may be related to failure to follow the IFU (instructions for use). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, injector when fired did not push the lens out. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product ccw0t3-t9 that is sold in the united states under (PMA/510(k) (p190018). The manufacturer internal reference number is: (B)(4).